Event description:
It was reported an external fluid leak was observed originating from an unspecified location in four (4) u9000 sets during disinfection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, photographs and videos of the sample were provided for evaluation. During visual inspection of the provided photographic samples, all four samples show evidence of a leak. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. The most probable cause is a crack in the housing nearby the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.